Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shocking lead impedance measurement which was detected via the patient remote monitoring system. Moreover, boston scientific technical services (ts) noted a gradual rise on shock pace impedance and discussed on calcification or electrolyte changes possibility. A history of 1.1 joules (j) shock was given to patient during change out and the patient was fine. Hence, field representative will discuss this with the physician. Additional information received indicated that the patient was not yet checked. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that another alert was detected for high, out of range shocking lead impedance measurement. This has been an ongoing issue in which the physician was well aware off. No surgical intervention done and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.